Event description:
It was reported that an 840 ventilator had an erratic display. There was no patient involvement at the time of the reported event. The technical support engineer troubleshot the issue with the customer over the phone and recommended that the customer replace the touch frame printed circuit board.